Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. There is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler and the patient death. However, there is no documentation between the use of the liberty select cycler and the patient event of death. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The cause of death was documented as congestive heart failure and secondary cause as renal failure. Heart failure and chronic kidney disease have increasing incidence and prevalence in older age groups. The presence of one condition appears to accelerate the progression of the other; having both conditions increase the risk of hospitalization, kidney replacement therapy and death. The peritoneal dialysis registered nurse (pdrn) stated a review of the patient¿s treatment records did not find any issues encountered during the treatment on the date of the death. Based on the available information and no evidence or allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
On 10/may/2022 a peritoneal dialysis registered nurse [(pd)rn] reported that this female pd patient was in treatment on the liberty select cycler. The patient awoke from sleep to use the bathroom and on the way back to bed reported shortness of breath prior to expiring. Additional information was obtained through follow-up with the pdrn. The patient was in treatment on 27/apr/2022 with the liberty select cycler. The patient got up to use the restroom while still connected to the cycler. After returning from the restroom, the patient informed her partner that they were short of breath. Subsequently the patient passed out and was unresponsive with a blank stare on their face. The partner called 911 and approximately ten minutes later they arrived. It is unknown if any resuscitative efforts were performed on the patient. The patient was pronounced deceased in their home. The partner reported that the event happened quickly from the time of the reported shortness of breath until the patient was unresponsive. The cause of death was documented as congestive heart failure (for 8 months) and secondary cause of renal failure (10 years). The pdrn reviewed the treatment records for the date of the event and did not note anything unusual or any issues encountered during the treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022 a peritoneal dialysis registered nurse [(pd)rn] reported that this female pd patient was in treatment on the liberty select cycler. The patient awoke from sleep to use the bathroom and on the way back to bed reported shortness of breath prior to expiring. Additional information was obtained through follow-up with the pdrn. The patient was in treatment on (B)(6) 2022 with the liberty select cycler. The patient got up to use the restroom while still connected to the cycler. After returning from the restroom, the patient informed her partner that they were short of breath. Subsequently the patient passed out and was unresponsive with a blank stare on their face. The partner called 911 and approximately ten minutes later they arrived. It is unknown if any resuscitative efforts were performed on the patient. The patient was pronounced deceased in their home. The partner reported that the event happened quickly from the time of the reported shortness of breath until the patient was unresponsive. The cause of death was documented as congestive heart failure (for 8 months) and secondary cause of renal failure (10 years). The pdrn reviewed the treatment records for the date of the event and did not note anything unusual or any issues encountered during the treatment.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the on the pump door and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test, voltage calibration check, valve actuation test, catch-post hipot test, patient hipot test, current leakage test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An (as-received) 6000ml cycle-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were visual indications of an insect infestation on the bottom cover under the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2022 a peritoneal dialysis registered nurse [(pd)rn] reported that this female pd patient was in treatment on the liberty select cycler. The patient awoke from sleep to use the bathroom and on the way back to bed reported shortness of breath prior to expiring. Additional information was obtained through follow-up with the pdrn. The patient was in treatment on (B)(6) 2022 with the liberty select cycler. The patient got up to use the restroom while still connected to the cycler. After returning from the restroom, the patient informed her partner that they were short of breath. Subsequently the patient passed out and was unresponsive with a blank stare on their face. The partner called 911 and approximately ten minutes later they arrived. It is unknown if any resuscitative efforts were performed on the patient. The patient was pronounced deceased in their home. The partner reported that the event happened quickly from the time of the reported shortness of breath until the patient was unresponsive. The cause of death was documented as congestive heart failure (for 8 months) and secondary cause of renal failure (10 years). The pdrn reviewed the treatment records for the date of the event and did not note anything unusual or any issues encountered during the treatment.